Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that the patient said "it" stopped working on one side. The patient stated that they had to take the lead out and put a new one in. No further complications were reported or anticipated. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient's right lead is out again. The patient got an MRI safe device and it cannot be guaranteed to be safe since the placement is in their occipital nerves. The device not working has not been resolved.